Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) unit during dwell 2 of 3. The technical service representative (tsr) explained the message to the nurse, and assisted the home patient (hp) with troubleshooting alarm. The tsr informed the nurse to contact the peritoneal dialysis (pd) nurse. During a follow-up with pd nurse, it was revealed that hp had been doing fine and continuing therapy. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). This complaint for a system error (B)(4) (air in set) was not confirmed due to a lack of sample. Not enough data was available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.